Event description:
It was reported that the patient experienced prolonged high blood glucose readings, including values exceeding the glucometer limit and persistent hyperglycemia, in the setting of intermittent dexcom g7 signal loss for periods up to two hours while using the ilet system; education and troubleshooting were completed, and the dexcom mobile app was recommended as an additional monitoring method. Symptoms included hyperglycemia with associated headache, fatigue, and hot flashes/flushes. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem identified between the system and the cgm, characterized by intermittent communication failure traced to electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.